Event description:
A stealth 360 peripheral orbital atherectomy device (oad) became stuck in the vessel. An extended period of time was spent navigating device removal. After maneuvering the sheath, the oad was removed with no issue to the patient.

Manufacturer narrative:
Data analysis of the reported device is in progress. A supplemental report will be submitted when the investigation is completed. Csi ID: (B)(4).

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).